Event description:
Dealer stated that he needed front riggings and hangers for the m41, parts were quoted out and hangers were hemi-spaced and front riggings are adult spaced. Only hemi-hangers are available for the chair so RMA was done for the front riggings. There is no report of an injury to the end user. Please note any further information will be filed in a follow up report.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The owner's manual part number 1143206, rev.g(feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.